Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04293. It was reported that patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 where in the leads were repositioned back to the original location. Effective therapy restored post-operatively.